Event description:
The d-stat flowable hemostat was deployed to seal the tissue tract following a liver biopsy. The pt immediately experienced a seizure. The pt's vital statistics were monitored until the event was resolved.